Manufacturer narrative:
Concomitant medical devices: product ID: 399930, lot# v009540, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapy and stimulation. When the patient¿s device was not working, he was not getting any therapy. The patient¿s device had reached end of service (eos). The date of the eos was unknown. There was no allegation of abnormal depletion. No trauma or falls were reported. The patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2015. If additional information is received, a supplemental report will be sent.